Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: received one maxcore disposable core biopsy instrument for evaluation. The device was received without protective tubing and no yellow guard attached to the needle. Upon visualization, the device appeared to have residue throughout the needle and was returned half primed with the top slide pulled back and the bottom slide was in the initial position, leaving the sample notch exposed. No anomalies were observed to the bottom or side triggers. Due to the condition of the returned device, no functional testing was performed. Therefore, the investigation is inconclusive for the reported self-activation or keying issue as no functional testing was performed due to the condition of the returned device. A definitive root cause for the reported self-activation or keying issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a male patient prepped for an ultrasound-guided prostate biopsy procedure using a maxcore instrument. Prior to the procedure, it was noted that the trigger mechanism fired on its own. No coaxial needle was used, and the procedure was completed by another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided prostate biopsy procedure using maxcore instrument. Prior to the procedure it was noted that the trigger mechanism fired on its own. No coaxial needle was used. The procedure was completed by another device. There was no patient contact.